Event description:
As reported by the user facility (translation of user facility): over infusion: "first device showed empty potassium bottle; after about 10 minutes of the alarm too many drops occur and the 3/4 bottle of potassium was empty even though a delivery rate of 7 ml/h was set and the infusion system was engaged properly, the pt had within a short minutes arrhythmias and had a potassium of 7 which is acute need..." After having consulted the biomed dept, no pt injury was reported. Ref MFR report: 9610825-2013-00079.